Event description:
A report was received that the patient was experiencing high impedances and having difficulty charging. The physician replaced the lead and ipg. The patient is reportedly doing well.

Manufacturer narrative:
Correction: "required intervention to prevent permanent impairment/damage (devices)" should be unchecked.

Event description:
A report was received that the patient was experiencing high impedances and having difficulty charging. The physician replaced the lead and ipg. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110, serial # (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.